Event description:
During the review of the customer's architect analyzer logs, static spikes that impacted patient results were found that did not generate an exception or error code. Although suspect results were generated, there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In the previous medwatch submission, suspect medical device, lot #, other lot# was incorrectly submitted as lot 72252p100. Lot # 72252p100 was an additional suspect lot in use at the customer facility. Continued from suspect medical device, lot #, other lot #: architect reaction vessels, lot #72252p100, device MFR. Date: 12/16/08, expiration date: na. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a (B)(4) resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to ensure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.